Event description:
Sorin group (B)(4) received a report that the stockert centrifugal pump was unable to achieve the desired flow rate during a procedure. Increasing the rpms did not result in increased flow and so the clinician elected to hand crank the pump to maintain blood flow. There was no report of patient injury.

Manufacturer narrative:
The event date was not provided. Sorin group (B)(4) manufactures the stockert centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the stockert centrifugal pump was unable to achieve the desired flow rate during a procedure. Increasing the rpms did not result in increased flow and so the clinician elected to hand crank the pump to maintain blood flow. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.